Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months and 25 days post implant of this 21mm aortic root valve, it was explanted and replaced with a 21mm aortic root valve of an unknown manufacturer. The reason for replacement was not reported. It was reported that five days post replacement of the valve, the patient died due to multi-system organ failure. There was no evidence to suggest that a medtronic valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.